Event description:
Additional information received indicated the issue was resolved by explanting and replacing the left ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diaphragmatic stimulation and a loss of capture was observed on the left ventricular (lv) lead due to dislodgement. Diagnostic imaging was performed and revealed the lv lead dislodgment. The issue was temporarily resolved by deactivating the lv lead. The issue will be resolved by revising the lv lead. The patient was in stable condition.